Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had a status of middle of life and capacitor charge time of 20.8 seconds 45 months post implant. 48 months post implant the device had a status of eri (elective replacement indicator) and was explanted. Premature battery depletion was suspected. A new ICD was successfully implanted.